Event description:
It was reported that the merlin.net transmission revealed the pulse generator exhibited inappropriate mode switching. The device exhibited oversensing which lead to pacing inhibition. The device was reprogrammed. No patient condition was reported.

Manufacturer narrative:
(B)(4).